Manufacturer narrative:
Corrected data: g7 upon further investigation, the awareness date was clarified by the stryker representative.

Event description:
The user facility reported that the mask straps are experiencing degradation after sterilization.  There was no patient involvement, no delay, no medical intervention, and no adverse consequences.

Manufacturer narrative:
Stryker was unable to confirm the manufacturer of the masks involved in this reported event. Device not returned.

Event description:
The user facility reported that the mask straps are experiencing degradation after sterilization. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.

Manufacturer narrative:
H3: device not returned.

Event description:
The user facility reported that the mask straps are experiencing degradation after sterilization.  There was no patient involvement, no delay, no medical intervention, and no adverse consequences.